Event description:
It was reported that an MRI scan of the lumbar spine was interpreted to show "no fractures or subluxation noted. Disc space narrowing, bone spurring at l5-s1. Disc bulge at l4-5, l5-s1. Degenerative changes of the facet joints l3, 4 and 5." The patient presented with spondylolisthesis at l5-s1, severe disk degeneration with collapse at l5-s1 and right lower extremity rad iculopathy. The patient underwent anterior lumber interbody fusion using 8mg rhbmp-2/acs and a peek cage (packed with 6mg bmp-2). (B)(6) days post-op, ap and lateral radiographs of the lumbar spine was interpreted to indicate "evidence of prior fusion procedure at l5-s1. Normal alignment at this level." (B)(6) days post-op, the patient underwent a lumbar myelogram which was interpreted to show "shallow anterior extradural filling defects at l3-l4 and l4-l5." (B)(6) days post-op, the patient presented to the ER with progressive weakness, shortness of breath and dyspnea with exertion. The patient reported that she passed out at home and got incontinent of urine. She stated that she has decreased movement over the past couple of months. She has had some nausea with some cough, some diarrhea and chronic back pain secondary to scoliosis. The patient was discharged 6 days after being admitted with a diagnosis of acute hypoxic respiratory failure and acute pulmonary embolism and dvt. Allegedly, since receiving bmp, it is claimed that the patient developed an inability to sleep, walk, sit, lie, or stand for periods of time, and acute pain.

Event description:
At 284 days post-op, a scoliosis examination noted "status post l5-s1 plif. Status post thoracic posterior instrumented fixation with no change in alignment. At 500 days post-op, an electrodiagnostic report noted "findings suggesting pathology (high amplitude) rated up to +5" at "left (l5) peroneal nerve +5 very severe and "right (s1) sural nerve +3 marked" and "findings suggesting irritation (low amplitude) hyper-function" at "left (l1) upper lumbar nerve -1 hyper", "left (l2) lat. Femoral cutaneous nerve -1 hyper", and "bilateral (l3) femoral cutaneous nerve -1 hyper 725 days post-op a scoliosis examination noted "bilateral posterior hardware fusion t2-t11. No evidence of complication. Mild levo scoliosis of the mid to upper thoracic spine. Stable interbody arthrodesis with bilateral posterior hardware fusion l5-s1."

Manufacturer narrative:
See also medwatch report no. 1030489-2012-01752. (B)(6). (B)(4). Neither the device, nor films of applicable imaging studies, were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.